Event description:
Literature was reviewed regarding 'the use of bone morphogenetic protein to reduce pseudarthrosis rates in single-level transforaminal lumbar interbody fusion surgeries'. The following medtronic devices were used: recombinant human bone morphogenetic protein-2 (rhbmp-2). Among patients' adverse events/device performance issues included: wound complications, medical complications, and neurological complications, motor weakness, stenosis, radiculopathy, sensory deficit and persistent pain. The majority (4.1%) of pseudarthrosis occurred in the 1- to 2-year postoperative period, of the 10 total patients who showed clinical evidence of pseudarthrosis, 8 needed reoperation and 2 were treated nonoperatively. Reason for revision surgery also included adjacent segments stenosis, central or foraminal stenosis, neurological symptom, wound infection/complication and hematoma/seroma. Intraoperative complications included durotomy and neuromonitoring changes. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Jack zhong, jarid tareen, kimberly ashayeri, carlos leon, eaman balouch, nicholas o'malley, carolyn stickley, constance maglaras, brooke o¿connell, ethan ayres, charla fischer, yong kim, themistocles, aaron j. Buckland "does bone morphogenetic protein use reduce pseudarthrosis rates in single-level transforaminal lumbar interbody fusion surgeries?" International journal of spine surgery, vol. 18, no. 2, 2024, pp. 207¿216, doi: 10.14444/8590. This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.